Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment, cracked select button keypad overlay and minor scratched lcd window.(B)(4).

Manufacturer narrative:
Additional information about date of hospitalization has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 1200 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high and low blood glucose on unknown date with unknown blood glucose value. Customer¿s blood glucose value at the time of incident was 1200 mg/dl. Customer had symptoms like nausea, vomiting, abdominal pain and difficulty breathing. Customer was not using auto mode feature. The insulin pump will be returned for analysis.